Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not know. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
A pt reported a fever of 101 degrees fahrenheit on (B)(6) 2010, one day after an uneventful novasure ablation procedure. The pt was referred to the emergency room (ER) at which time she had a heart rate of 150 beats per minute. The pt was admitted to the hospital (exact date unk). Blood cultures were drawn (date unk) and returned positive for (B)(6). Treatment included the intravenous (IV) antibiotic vancomycin. The pt was discharged home on (B)(6) 2010. On (B)(6) /2010, the physician reported the "pt's condition now is good".